Manufacturer narrative:
The report of inadequate capture was not confirmed. As received, a complete lead was returned for evaluation in one piece. The s-curve height was measured and was within specification. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Event description:
It was reported that the was a dislodgement on the left ventricular (lv) lead that resulted in an increase in capture. The dislodgement was due to twiddler's syndrome. The lv lead was explanted and replaced and the patient was stable.